Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the insulation was abraded at 13.4 cm to 12.9 cm from the connector pin. The damage was consistent with lead to can abrasion.

Event description:
It was reported that the lead exhibited noise. The lead was explanted and replaced.